Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). During the procedure, it was reported that the pipeline could not be released from the capture coil despite manipulation of the pushwire. The device was extracted from the patient without issues. Upon extraction, the device released on the surgical table. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the catheter. The event cause could not be determined since the pipeline was found opened and released from the capture coil; however, the capture coil and braids were found damage which may have contributed to the reported issue. (B)(4).